Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Therapy was restored post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Since the procedure, the patient's ipg has been unable to communicate with their external device due to it being inoperable. A company representative met with the patient to troubleshoot the issue but was unsuccessful. As a result, the patient will undergo surgical intervention on a later date.